Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In the initial report, the device manufacture date provided (02/09/2011) was incorrect. The correct date of manufacture is 02/14/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss performed the field service checklist on the unit. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported unclear problem with the whitestar signature system. That it went into safe state and it turned out the issue was an intermittent error 2012 (instrument host timeout error). There was no patient involvement reported and no patient treatments delayed or cancelled